Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensor, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. A reading of 5.4 mmol/l was obtained on an unspecified meter and customer reported the low glucose alarm did not sound even about an hour later. Customer became hypoglycemic and paramedics was called. Upon their arrival a reading of 2 mmol/l was obtained on their meter. Customer received unspecified treatment, and no further information was provided. There was no report of death or permanent injury associated with this event.